Event description:
The left femoral artery was accessed and a 5fr raabe sheath was placed over the bifurcation and to the origin of the stent located in the right sfa. Balloon dilatation of the vessel was accomplished without incident. After the balloon was removed from the sheath the dilator was reintroduced over a competitor's wire that was used to negotiate the tla balloon. At this point the sheath was attempted to be withdrawn. Access was through a dacron bypass graft on the left side. Due to this material, the sheath was very tight and immediately separated at the insertion site. The metal banding from the sheath began to unravel and the physician stopped and held pressure on the access site. A second access was made on the right side and a 7fr sheath was introduced. Using a pair of sterile wire cutters, the short 7fr sheath was removed and an 8fr baabe sheath was introduced over a straight wire. The wire was positioned through the radiopaque end of the broken 5fr sheath and run through to the fracture point of the sheath. The 8fr raabe was then advanced over the 5fr sheath and over the bifurcation in the retrograde fashion and both the competitor's wire and the uncoiled raabe sheath wire were cut with the wire cutters. A md tech en-snare was advanced through the 8fr sheath and the radiopaque end of the 5fr sheath was snared and then removed from the body. Inadvertently, a short segment of the ss guide wire that had been cut previously, was left behind in the sfa and this was also snared in like manner. Both physicians involved in the case felt the dacron graft was the cause of the problem and the sheath was asked to perform beyond its capabilities.